Manufacturer narrative:
(B)(4). D.o.b: unknown month and day in (B)(6). Concomitant medical products: catalog#: 010000666, g7 pps ltd acet shell 58g, lot#: 3409704. Foreign report source: (B)(6). The device will not be returned for analysis as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00335.

Event description:
It was reported that approximately 2 years post implantation, the patient was experiencing an increase in pain with movement and frequent noise. Patient states noise is getting worse, and was prescribed physical therapy. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: catalog#: 010000666 g7 pps ltd acet shell 58g lot#: 3409704 catalog#: 650-1162 delta cer fem hd 32/0mm t1 lot#: 2016120241 catalog#: 110003629 biolox delta cer lnr 32mm g lot#: 3409704 the following sections were updated/corrected updated: b4, b5, b6, d8, d10, g3, g6, h2, h3, h6, h10 the event was confirmed with medical records and radiographs received. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.